Event description:
A customer in the united states reported their cytofuge 2 centrifuge had a burning smell and their tech observed a burned motor and power board. The customer stated there were no flames, no one is injured and the fire dept was not called. There were no erroneous results generated.

Manufacturer narrative:
The manufacturer informed the customer of repair options but the unit has not been returned for repair. No further investigation may be carried out. (B)(4).